Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the biopsy channel could not be identified and a definitive root cause of the issue could not be determined, however, due to observed leaks at the axillary and instrument channels, reprocessing of the device was likely insufficient/unable to properly be performed in accordance with the IFU. The event can be detected/prevented by following the instructions for use which state: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope reprocessing manual_ leakage testing of the endoscope_ perform the leakage test ¿caution:if you identify a leak during leakage testing, remove the endoscope from the water with the leakage tester still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis exera iii colonovideoscope had internal defects of the channel, the scope was clogged, it would not function and they could not get a wire in the scope to clean it. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed and foreign material was found inside the channel and bending section. Also, evaluation found the rfid label was peeled on the edge, no instrument could be passed through the channel, the auxiliary and instrument channels were leaking, the light guide lens was cracked, the control knob had play, the bending section cover adhesive was cracked, the insertion tube was discolored/scratched, the suction capacity did not meet specification, and the suction cylinder color ring was missing. This event is under investigation. A supplemental report will be submitted upon receiving additional information.